Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x48mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the stent struts were damaged. The procedure was completed with some shorter stents. No patient complications were reported.